Event description:
It was reported that the patient presented during routine follow up. The pacemaker went into bvvi after a firmware upgrade was attempted. It was noted that the wand moved during the attempted upgrade. Patient was not symptomatic due to bvvi. Device was successfully restored to its original settings.